Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 5 and 24 hours. The pod adhesive was reportedly coming loose from the pod whilst being worn on the arm, causing the cannula to dislodge. The patient noted that the adhesive was damp and bloody. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. A root cause for the reported dislodged cannula could not be determined. Initial inspection of the device also found that the distal end of the soft cannula was cut off. The soft cannula therefore measured shorter than expected, 22.15 mm in length, due to the damage to the soft cannula. It cannot be determined when or how this damage occurred. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device and the cause of the reported event could not be conclusively determined. The adhesive pad was fully attached to the returned device. No issues with the adhesive pad or welds were identified. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked under magnification for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.